Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. No battery out limit alarm could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed battery error. Customer attempted to replace the battery and now the screen would not turn back on. Customer's blood glucose was 117 mg/dl. Troubleshooting performed. The device does not show any signs of physical damage. The device was not dropped, bumped or exposed to moisture. The battery compartment was not damaged, missing, nor corroded. Customer inserted a new battery and display did not return. Customer was advised to clean battery compartment contacts, inserted battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.